Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, the right atrial lead was oversensing and there was a potential inappropriate mode switch due to the oversensing of far field r waves (ffrw). It was also reported that p wave sensing was low and diagnostic data was not initialized properly at implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.